Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon navigated a cage placement in a lateral procedure for a patient, and the placement was 5 mm inaccurate laterally on the navigation system. It was not fully seated. The surgeon did not take a confirmation spin at the end of the case. The patient came back in the next day for a posterior procedure (already planned), and in the initial x-rays, the surgeon noticed that the cage placed the day before was not in the correct location. They did not know if the cage was placed incorrectly, or if it shifted after the procedure was completed. The patient required a revision surgery to correct the cage placement, which successfully re-positioned the cage without issue. There was no delay to surgery.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis concluded that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.